Event description:
It was reported that the customer was hospitalized for low blood glucose. 2 days prior to the phone call the customer's blood glucose was 19 mg/dl. The paramedics treated with IV. The perceived cause of low blood glucose was over bolusing with 15 units of manual injection. The insulin pump ran out of insulin and the customer didn't know, so they treated with manual injection without checking their actual blood glucose. The customer stated that they had high blood glucose because their insulin pump ran out of insulin but the device did not alarm. By the time the customer got to the emergency room their blood glucose was 143 mg/dl. They were calling because they couldn't remove the battery cap from the insulin pump and the device was alarming low battery. The blood glucose at the time of the phone call was 144 mg/dl. The history of the device showed low battery, low reservoir and no delivery. Nothing further was reported. The drive support cap was recessed. Nothing further was reported.

Manufacturer narrative:
All operating currents are within specification. No unexpected off no power alarms or low battery alarms noted. Unit passed displacement test, self test, and a21 error test. Unable to prime during prime test and motor error alarm noted during basic occlusion test due to cracked end cap. Further testing could not be performed due to prime anomaly. Motor passed motor test. Unit received with stripped battery cap coin slot, cracked battery tube threads, scratched screen, cracked reservoir tube, cracked reservoir tube window, and cracked reservoir tube lip.